Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following treatment of drainage issues at the ipg site with antibiotics, the patient started experiencing pain at the ipg site and sensitivity while charging. Additionally, it was observed the patient had a small opening at the incision site. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted and treated with antibiotic wash and powder to address the issue.